Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm and altitude alarm occurred. Customer also reported a continuous glucose monitor error 42 was received. The pump was reset and pump supplies were changed to resolve the issues. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 200 mg/dl.